Event description:
Information was received from a patient representative regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver fentanyl and hydromorphone. It was reported that it took a long time to get the handset to connect to the pump. It was noted that the patient had difficulty shutting the handset off and, when it switched from one screen to another, it took longer than it should. The handset button was wearing out and the loading screen on the applications would spin and get stuck. When trying to find the pump, it went "around round" and they usually had to cancel and set it before it would connect. The issue was not resolved through troubleshooting. A request was sent for a replacement handset. The replacement handset was received by the patient. Additional information was provided from a consumer. It was noted that a new set resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a820 product type software product ID hh9020tdd serial# (B)(6) product type product ID tm90t0 serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: a820, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.